Manufacturer narrative:
The returned device was evaluated. During testing the unit was able to power on but some of the leds on the top row do not illuminate and some flicker. The system board was replaced and all leds were fully functional. A review of the history for this device was performed and it was concluded that the device was in the field for two (2) years with no previous returns for servicing or other issues prior to the reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that after the device had a missing led segment. Additional information received from the customer indicated that the led segment was missing from where the measured values are displayed. No known impact or consequence to patient.